Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for falling on ice. The customer's blood glucose level was 389 and was treated with syringes. The customer stated that the insulin pump had nothing to do with their fall. The customer mentioned that they can barely breathe. The customer did not return the product back for analysis.